Manufacturer narrative:
(B)(4).

Event description:
It was reported "the patient was transferred to the ward and developed chest pain and progressed into cardiogenic shock. He was taken for a coronary angiogram where he was found to be having coronary spasm distal to his grafts. An intra-aortic balloon (iab) catheter was inserted. The fiber-optic on the iab was not working and the staff in the cardiac cath lab (ccl) were unclear if the iab was initially zeroed. The patient was transferred to the ICU. The catheter was repositioned in the ICU as it was inserted too deep. The staff observed 4x possible helium loss alarms 3 subcode 2 in the intensive care unit (ICU). There was no ectopy and the patient was unconscious and lying flat. The catheter was inserted via a sheath in his right femoral artery and there were no obvious kinks. Connections were retightened and the balloon connector at the pump was checked to be securely seated. Heart rate was around 85bpm. There was no blood present in the gas drive line tubing. The catheter was clamped at the bifurcation on the helium lumen for two minutes and no drop was seen in baseline pneumatic pressure. The pump was pumping off the transduced arterial pressure (ap) signal, fiber-optic was not detected. The cardiothoracic doctor was spoken to and it was discussed the possibility of a catheter rupture. They decided to keep the catheter in. The catheter was removed two days later and therapy was weaned there was no resistance on removing the catheter. There was no blood present in the gas drive line tubing or visible within the balloon. The patient remained in the ICU. There was no report of patient complications, death or serious injury.

Event description:
It was reported "the patient was transferred to the ward and developed chest pain and progressed into cardiogenic shock. He was taken for a coronary angiogram where he was found to be having coronary spasm distal to his grafts. An intra-aortic balloon (iab) catheter was inserted. The fiber-optic on the iab was not working and the staff in the cardiac cath lab (ccl) were unclear if the iab was initially zeroed. The patient was transferred to the ICU. The catheter was repositioned in the ICU as it was inserted too deep. The staff observed 4x possible helium loss alarms 3 subcode 2 in the intensive care unit (ICU). There was no ectopy and the patient was unconscious and lying flat. The catheter was inserted via a sheath in his right femoral artery and there were no obvious kinks. Connections were retightened and the balloon connector at the pump was checked to be securely seated. Heart rate was around 85bpm. There was no blood present in the gas drive line tubing. The catheter was clamped at the bifurcation on the helium lumen for two minutes and no drop was seen in baseline pneumatic pressure. The pump was pumping off the transduced arterial pressure (ap) signal, fiber-optic was not detected. The cardiothoracic doctor was spoken to and it was discussed the possibility of a catheter rupture. They decided to keep the catheter in. The catheter was removed two days later and therapy was weaned there was no resistance on removing the catheter. There was no blood present in the gas drive line tubing or visible within the balloon. The patient remained in the ICU. There was no report of patient complications, death or serious injury.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of the iab helium loss alarm is not confirmed. The helium loss alarm could not be reproduced during the pump test. Although, the root cause of the reported complaint is not determined the device passed functional testing. Also, the iab was noted expired upon return. The device expiration date was (B)(6) 2018. The reported event took place in (B)(6) 2018. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.